Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that at generator changeout, this right ventricular (rv) lead was noted to have insulation breach. All lead values looked good prior to the procedure. Additional information received indicated that the conductor coil of this lead was exposed. A portion of this lead was cut and was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the terminal segment of the lead measuring 127 millimeters was returned and a thorough evaluation of this lead was performed. Visual inspection revealed deformation of the conductor coils. Further analysis revealed the lead outer insulation is torn around the circumference, at the distal end of the terminal assembly approximately 42 millimeters from the terminal pin and the polyurethane insulation appeared frosted and yellow due to environmental stress cracking. In summary, as there were no issues noted with the lead while implanted, it is likely that the lead broke at the explant procedure and the force used on the lead is unknown.

Event description:
--